Event description:
Complainant (B)(6) stated that after using medical device top care hydrogen peroxide cleaning & disinfecting lens care system, he experienced issues with the barrel lens case provided. Complainant claims to have experienced difficulty while trying to remove lenses from barrel lens case. Complainant removed the lenses and inserted in his eyes, but the right eye felt irritated and decided to remove contact. Complainant noticed he had only removed half of the contact lens from eye.

Manufacturer narrative:
Based on the initial report, the date of event is best estimated to be (B)(6) 2014. Awaiting evaluation results.

Manufacturer narrative:
Based on the initial report, the date of event is best estimated to be (b)(+) 2014.

Event description:
Initial report was sent on 10/27/2014.